Event description:
It was reported that a patient died after a difficult extraction of a right ventricular (rv) lead. The rv lead had a high impedance of greater than 3000 ohms and oversensing and the plan was for removal of both the rv and right atrial leads. The atrial lead was removed without difficulty. The rv lead would not retract and was cut and laser was started for removal. Within one minute of removal of the rv lead the patient's blood pressure dropped and almost nonexistent. The physician opened the sternum and discovered the superior vena cava was shredded. The patient was cross clamped, placed and bypass and was coded. Pressure was reestablished on a balloon pump. Despite efforts the patient died the next day. The manufacture representative stated the death is suspect to be related to the extraction of the rv lead. An official cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information regarding the circumstances surrounding the death were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.